Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 expiration date: 07/2023. H11: section a through f: the information provide by bd represents all the known information at this time. H3 other text: device pending return.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the electrode was allegedly broken. It was further reported that the breaking of the electrode could be due to the type of sheath or maybe they manage to introduce the catheter. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the electrode was allegedly broken. It was further reported that the breaking of the electrode could be due to the type of sheath or maybe they manage to introduce the catheter. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device venous catheter was just returned for evaluation. A break in the electrode was observed. A section of approximately 2/3 of the electrode length including the toe section was lodged within the housing. The profile of the break (profile opposite to the electrode shape) pointed to it having been due to user handling. The event communications stated that the breakage could have been due to the type of sheath used or user procedural factors when inserting the venous catheter into the sheath. Therefore, the result of the investigation is confirmed for the reported electrode break issue. The definitive root cause for the electrode break issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Known allergy or reaction to any drugs/fluids used in this procedure. Known adverse effects to moderate sedation and/or anesthesia. Distance between target artery and vein > 1.5 mm. Target vessels < 2 mm in diameter. Warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure, potentially resulting in serious injury or death. Cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Instructions for use: pre-procedural preparations: 1. The procedure should be performed in an angiography room and carried out under x-ray control. 2. Patient preparation and sterile precautions should be the same as for any percutaneous transcatheter procedure. The medication is decided by the physician, including anesthesia and precautions to reduce pain, clotting, and vasospasm during the procedure according to latest scientific guidelines and with respect to the individual patient. 3. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 4. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 5. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug in to esu. Confirm indicator light changes from red to green, ensuring appropriate patient contact. 6. Turn off esu until ready for energy delivery in order to prevent inadvertent activation. Vascular access: 7. Administer anesthesia or conscious sedation per hospital protocol. 8. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 9. Use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 10. Gain percutaneous access to target vein with a puncture needle. 11. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 12. Insert a 5 fr sheath into the vein over the guidewire. 13. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 14. Gain access to target artery with a puncture needle and introduce a guidewire into the artery. 15. Insert a 5 fr sheath into the artery over the guidewire. Storage: store the wavelinq¿ endoavf system in a cool, dark, dry place. Do not expose to organic solvents, ionizing radiation, or ultraviolet light. H10: d4 (expiration date: 07/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.